Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported the staff were missing a monopolar curved scissors (mcs) tip cover and requesting to know if the mcs tip cover was able to be viewed via x-ray. The tse explained the cover was radiolucent and would not be detectable on x-ray. The reporter explained the staff completed an x-ray and a CT scan and were not able to locate the tip cover. The reporter is going to meet with the operation room (or) staff to determine if the staff felt resistance when installing or removing the instrument. The reporter questioned whether the issue could have been a result of a defective tip cover or instrument. The staff is going to RMA the instrument and the packaging for the tip cover for failure analysis. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said that the instrument and mcs tip cover accessory was not inspected prior to use. The mcs tip cover accessory was not found/retrieved till now. It is unknown when the mcs tip cover accessory fell inside the patient. The monopolar curved scissors (mcs) instrument was in use for the entire procedure. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. It is unknown by the surgeon if the mcs instrument collided with any other instruments during the surgical procedure. The mcs tip cover accessory appear to be properly installed during the surgical procedure. The reducer was not used. The customer did not mentioned difficulty in removing the instrument and mcs tip cover accessory. It is unknown if the instrument wrist was straightened upon removal. The surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula after the event occurred. The mcs tip cover accessory is not available for return to isi for evaluation. The mcs instrument is already sent back for failure analysis evaluation. The photographic images of the device(s) or a video recording of the procedure are not available for isi review.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.